Event description:
Patient sent email on 05/12/2008 to report that after one day of wearing a new lens, the pt experienced pain and returned to her optometrist. She states this occurred a week ago. The pt reports referral to an ophthalmologist with a "horrible infection." The pt reports a diagnosis of "corneal ulcer" and treatment with antibiotic eye drops. The ophthalmologist office has not responded to requests for info. Location and size of the ulcer is unknown. As corneal ulcer may or may not be a reportable event, this is reported as worst case. Records from the ophthalmologist office are expected. Will update within 30 days of receipt of additional info. MDR reportable events are reviewed in quarterly mgmt review meetings.

Manufacturer narrative:
Lot history review for lot b00666m as follow: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Device labeling single use or reuse. No conclusion can be drawn.